Event description:
Customer reported receiving inacurrate blood glucose tests. Customer received readings of 93 mg/dl compared to a lab reading of 57 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.